Manufacturer narrative:
(B)(4). The lot 13j028 was manufactured between the dates september 13, 2013 and september 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation against the reported condition. A visual inspection and a functional flow test was performed. The device operated within the product specifications. The reported condition could not be confirmed with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that over infusion was observed in a large volume infusor during infusion with ropivacaine hydrochloride hydrate and fentanyl citrate (non-baxter products). There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.